Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked and is not functional. Reportedly, the customer fell and landed on the pump. Contact reported that the customer's blood glucose (bg) was high with a trace of ketones; however, could not remember values. The customer administered manual injections to address elevated bg and ketones. The customer reported that manual injections would continue to be used for insulin therapy.